Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the chair is trashed, motor/gearboxes are locked up and leaking grease. The seat assembly back is broken, drive wheels are slick, and casters do no have rubber on it. The dealer stated that the end user drives the chair like a vehicle.